Manufacturer narrative:
Device evaluation of battery sn (B)(4) has been completed. The battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The lifevest monitor's battery ir test is a diagnostic indicator of a potential battery problem, and does not necessarily indicate a malfunction of the battery pack. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective equipment.

Event description:
During the investigation of a patient's battery pack for an unrelated reason, a reportable malfunction was found.